Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) can't be turned on normally with the beep sound when it is turned on. After the battery is removed, it can be turned on normally after connecting to the ac power. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#) the distributor's engineer went to the scene to replace the battery and shut down the machine, and then turned it on again, and the buzzer sounded an alarm, and the machine could not be turned on normally. This failure occurs intermittently. After replacing the power management board, the machine works normally. All functional and safety checks to meet factory specifications were performed. The iabp was returned to the customer and cleared for clinical use. The maquet national repair center(nrc) received the pcb, power management, rohs part number 0670-00-1162 serial number (B)(6), with the complaint that the unit could not be turned on normally with the beep sound when it was turned on. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the cardiosave not turning on normally without the beep sound. After numerous times of turning the unit on and off, the nrc did not observe the failure. The board passed testing.

Event description:
N/a.